Manufacturer narrative:
(B)(4). Actual device evaluated. No failure detected, device operated within specification. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 135-145mg/dl fasting. Verified the strips expired 2/28/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Memory concerns:lo. Customer called complaining that this meter keeps marking lo since this morning. Customer verified on multiple counts that she does not have any symptoms of hypoglycemia. Meter memory collected time and date not set.